Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell on (B)(6) 2017. The patient came to their doctor¿s office on (B)(6) 2017 with complaint of pain in pocket area. The patient was examined. The ins migrated and malfunctioned. The ins was repositioned to a new pocket on (B)(6) 2017. The etiology indicated the relationship of the event to the device or therapy as related, but not related to the implant procedure. The outcome was reported as resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient¿s indication for use included failed back surgery syndrome.